Event description:
Hearing performance with the device was affected. Information received on 21.feb.2024 stated that the ap does not transmit sound unless it is physically pressed against the head. The user was reimplanted.

Manufacturer narrative:
According to the information received from the field a technical implant failure seems likely. Further the recipient experienced a burning sensation at the implant site due to undetermined reasons. To determine an exact root cause device investigation of the explanted device would be necessary. The concerned device was explanted but has not been received for investigation yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is affected. Information received on 21.feb.2024 stated that the ap does not transmit sound unless it is physically pressed against the head.